Event description:
Customer reported: a foreign part found by the doctor at the right main bronchus of the patient after use of our device. The doctor removed the foreign part which is available for evaluation but carefusion ippb manifold has been discarded already. Patient is stable and well and discharged but the procedure of narcosis was prolonged by 30 minutes. Additional information received from international contact on (B)(6) 2013: the inhaled particle was discovered during a perioperative bronchoscopy. Per the chief physician thorax surgeon, " we use the ippb inhalations from airlife for operation preparations and postsurgical care of our thoracic surgery patients. Usually, we¿re doing a rigid bronchoscopy perioperative. Three days ago, I found at one patient a little plastic strip at the right main bronchus, which I attached to this letter. My question, is it possible that this plastic strip for instance through a ridge inside the aerosol cable and the overpressure during the ventilation get into the bronchial system? I would be grateful for an early response".

Manufacturer narrative:
(B)(4). The device of this report was not available for evaluation. The foreign particle obtained from the patient's right main bronchus was sent in for examination and will be evaluated. Upon carefusion's investigation, a follow up medwatch would be submitted.

Manufacturer narrative:
(B)(4). Investigation summary:only a little blue plastic strip was received for evaluation. Per visual inspection, it was observed that the particle does not belong to any component of code 001618. The internal production record for the lot reported was evaluated and no deviations or product rejections were observed. In addition, the internal production record for the manifold of this product was reviewed and no issues were observed related to this report. Upon review of our trending for the reported condition, no similar reports were observed for any loose plastic contamination for this product code. The plastic strip returned was sent to our laboratory to determine if it belonged to any of the components used to produce code 001618. According to the results, the contamination was identified as fluorocarbon plastic, potential candidates: ptfe (polytetrafluoroethylene), ctfe (polychlorotrifluoroethylene), pvf (polyvinyl fluoride) and fep (fluorinated ethylene propylene). Materials that do not correlate to any of the components used to manufacture this code. Based on our investigation, it¿s not possible to determine a root cause for the reported condition. There is no evidence that suggests manufacturing personnel contributed to the defect reported. According to our lab analysis, the foreign particle returned is not compatible with any of the components used during the assembly process of this product code. In accordance with our line clearance procedure, all production areas are to be cleaned at the start of production of any product or device.